Manufacturer narrative:
Results: the actual device has been evaluated. Testing performed has been unable to reproduce error mode reported. No conclusions can be made at this time. The investigation remains open.

Event description:
Review of a returned device determined that during a rescue attempt in 2008, the device delivered three shocks, advised shock, charged and then reported an service required message and powered off. It is reported that the patient did not survive.